Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's battery charger would not power on. She stated that she had tried multiple outlets. Support sent a patient services representative (psr) to the patient to replace the patient's battery charger.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was corrosion on the connector of the battery charger where the battery pack attaches. The root cause of the corroded connector was probably liquid spillage into the battery well area of the charger. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The patient received replacement charger.